Event description:
The manufacturer received information alleging a ventilator was alarming and overheating. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's outlet flow path thermistor was replaced to address the issue.